Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
Customer reported via phone call that blood glucose normally went low during the night and healthcare professional was working on adjusting settings. Customer's blood glucose was 42 mg/dl. Customer treated blood glucose with juice and food. Customer requested assistance with "meter blood glucose now" since customer started sensor class. Customer also received assistance with bolus wizard.